Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was malformed when the device was used on the cystic artery. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the shape of the clip? Scissoring. Was there any tissue damage due to the malformed clip? The information was not provided from the hospital. If so please explain the damage and how the damage to the tissue was repaired. Which firing of the device did this event occur on? 1st firing. What vessel or structure was the device fired on at the time of the event? Cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? The information was not provided from the hospital.